Event description:
The device was being used to treat a chest pain patient and, while monitoring the patient, a nurse changed the strip chart recorder paper. When the nurse closed the recorder door, both the nurse and patient allegedly received an electrical shock. There were no adverse effects to the nurse or patient as a result of the reported event.